Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. The patient effect of dissection is listed in the proglide instructions for use (IFU), adverse events, as potential adverse event associated with use of the vessel closure devices. The reported patient effect of dissection is a known inherent risks of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3- estimated date. D4: the UDI is unknown as the part and lot number were not provided. Attachment article titled, "obstructive hypoattenuated leaflet thickening in a complex valve-in-valve tavr successfully treated with thrombolysis".

Event description:
This article presents the case summary of a woman in her mid-70s that developed late hyperattenuated leaflet thickening 5 years after a complicated transcatheter aortic valve replacement (tavr) in which a self-expanding valve migrated and required valve-in valve implantation with further complication by left common femoral artery dissection and near transection at the perclose site that was repaired with an interposition graft. Given the surgical risk for explanation in an overlapping valve-in valve construct the team pursued a nonsurgical strategy. The patient was successfully treated with ultraslow thrombolysis. Details are listed in the article, titled "obstructive hyperattenuated leaflet thickening in a complex valve-in-valve tavr successfully treated with thrombolysis".